Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. The device was tested and met all visual, quality, and manufacturing specifications.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014. During the procedure, the device did not activate. Another like device was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.